Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that decreased r-waves were observed via remote transmission.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient condition was good.

Event description:
It was reported during interrogation, one vf episode was observed, and the arrhythmia stopped before the therapy was delivered. During the arrhythmia, oversensing and undersensing were observed. No action was taken at this time and the patient is in good medical condition.